Manufacturer narrative:
Additional information: a2, a4, b5, e1 (initial reporter), e4 (email), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted bruising/irritation on the patient's skin. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. The customer is advised to return the device, so a complete evaluation can be performed. If additional information is obtained, or the product is returned, this investigation will be re-opened. It was reported that a burn was identified. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a bilateral hip replacement procedure, a burn was identified and was treated by applying silver sulfadiazine cream at bedside. The pad was placed on the left thigh. Photo received showed that the burn was located in the patient's thigh and is almost an outline of a pad. The generator was used along with a pad that contained the same lot number and there were no issues.

Event description:
It was reported that after a bilateral hip replacement procedure, a burn was identified. The pad was placed on the left thigh. Photo received showed that the burn was located in the patient's thigh and was almost an outline of a pad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.